Manufacturer narrative:
We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the operation channel leak, the operation channel cut, the insertion flexible tube (ift) fluid damage, the insertion flexible tube buckled, the distal body worn out, the segment fluid damage, the control body fluid damage, the control body corroded, the left pulley wire fluid damage, the left pulley wire worn out, the light guide cable fluid damage, the light guide cable crushed, the ccd driver pcb fluid damage, the electrical connector fluid damage, the electrical connector corroded, and the lg cable connector fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.